Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record (DHR) review was performed on the batches associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued for batches 8023771, 8144669, 8176578, 8206867, 8332572, 8332581, 8269990, 8360893 or 9029895. The DHR reviews did revealed that during the production of one of the component batches for batch 8023788 it was noted that a rub mark was detected. As the quality control representative determined that the product was acceptable no additional sampling was performed; however, the root cause of a rough spot on the delron was corrected by buffing the rough spot smooth. The DHR review also revealed that during the production of the same component batch that it was noted that a syringe with missing print was detected due to a barrel being stuck between the preparation dial and the main dial which resulted in all product from the affected production area being scrapped after the stuck barrel was removed. The DHR reviews did revealed that during the production of one of the component batches for batch 8360904 it was noted that discolored embedded foreign matter was detected. The molding machine was put in startup mode and ran until no additional embedded foreign matter was detected and all affected product was scrapped.

Event description:
It was reported that an unspecified number of syringe 20ml ll bns experienced product damage/deformation -device still operable, scale marking issues, and foreign matter contamination. Product defects were noted prior to use. The following information was provided by the initial reporter: damaged, fm, scale marking issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8023771, medical device expiration date: 2023-01-31, device manufacture date: 2018-01-23, medical device lot #: 8023788, medical device expiration date: 2023-01-31, device manufacture date: 2018-01-23, medical device lot #: 8144669, medical device expiration date: 2023-05-31, device manufacture date: 2018-05-24, medical device lot #: 8176578, medical device expiration date: 2023-06-30, device manufacture date: 2018-06-25, medical device lot #: 8206867, medical device expiration date: 2023-07-31, device manufacture date: 2018-07-25, medical device lot #: 8332572, medical device expiration date: 2023-11-30, device manufacture date: 2018-11-28, medical device lot #: 8332581, medical device expiration date: 2023-11-30, device manufacture date: 2018-11-28, medical device lot #: 8269990, medical device expiration date: 2023-08-31, device manufacture date: 2018-09-26, medical device lot #: 8360893, medical device expiration date: 2023-12-31, device manufacture date: 2018-12-26.

Event description:
It was reported that an unspecified number of syringe 20ml ll bns experienced product damage/deformation -device still operable, scale marking issues, and foreign matter contamination. Product defects were noted prior to use. The following information was provided by the initial reporter: damaged, fm, scale marking issue.